Event description:
It was reported that the device entered backup mode due to exposure to electromagnetic interference. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was in stable condition.